Manufacturer narrative:
Product was returned to the manufacturer and reviewed by a product engineer. It was determined that the part was exposed to stress by bends which caused microfracturing of the instrument. The part is not intended to be implanted and the surgeon was informed of this during the surgical procedure. There is no indication at this time of any manufacturing defects with the instrument and if any additional information is received a follow up report will be sent.

Event description:
The distributor reported that one sp-1889 broke during surgery. The broken portion was unable to be removed from the patient's anatomy.